Manufacturer narrative:
Eval of the returned cycler not completed at the time of this report. Cartridges were discarded by facility staff and not available for eval. A follow-up report will be submitted upon completion of the investigation.

Event description:
Pink effluent was noted during a cvvhd treatment. Multiple alarms preceeded event, alarms unk. Treatment ended without rinsing back blood. On (B)(6) 2011 hb 10.4; (B)(6) 2011 hb 6.3 at 5:15am; 5.8 at 7am, 8.0 at 4:37pm; transfused 2 units of prbcs on 2/26. Crrt resumed without further issues.